Manufacturer narrative:
Section h1: patient identifier corrected. Section d9: the backup battery returned for evaluation. Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm on the system controller (serial number: (B)(6)) leading to the patient performing a system controller exchange resulting in a pump stop was confirmed via log file analysis. Log file data from the reported event dates of 05dec2024 was reviewed. At 08:59, a backup battery fault alarm activated due to the backup battery not passing its load test. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The driveline was disconnected from the controller at 09:02. The driveline was connected to the new controller at 09:07 and the pump appeared to restart without issue. No other notable events were observed in the log file. The backup battery fault alarm did not prevent the controller from supporting the system as intended while the driveline was connected. The returned backup battery (serial number: ((B)(6)) passed functional testing without any issues or atypical alarms produced. The backup battery load test was initiated multiple times during testing and a fault was not reproduced. Provided information indicated that the patient disconnected the driveline due to the backup battery fault alarm, and the patient¿s family reconnected the patient¿s driveline to the backup controller, but the patient lost consciousness and was taken to the hospital. Attempts were made to obtain additional event information, but the information was not provided. The root cause of the pump stop was determined to be user error in response to the backup battery fault alarm. The root cause of the backup battery fault alarm could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The inspection testing data was reviewed for the event 11v battery (gx041060) and it was found that the battery passed. Heartmate 3 instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. G) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The heartmate 3 patient handbook (rev g - section 2 ¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
They regained consciousness during the transport and were thrashing about on the stretcher, communication was unclear, and they had a cold feeling in his peripheral vision.

Manufacturer narrative:
Section b1: corrected section b2: corrected section b7: corrected section d4: corrected section h1: corrected section h6 health effect - clinical code and impact code: corrected section h6 - medical device problem code: corrected. Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm on the system controller (serial number: (B)(6) leading to the patient performing a system controller exchange resulting in a pump stop was confirmed via log file analysis. Log file data from the reported event dates of 05dec2024 was reviewed. At 08:59, a backup battery fault alarm activated due to the backup battery not passing its load test. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The driveline was disconnected from the controller at 09:02. The driveline was connected to the new controller at 09:07 and the pump appeared to restart without issue. No other notable events were observed in the log file. The backup battery fault alarm did not prevent the controller from supporting the system as intended while the driveline was connected. Provided information indicated that the patient disconnected the driveline due to the backup battery fault alarm, and the patient¿s family reconnected the patient¿s driveline to the backup controller, but the patient lost consciousness and was taken to the hospital. No equipment was returned for analysis. Attempts were made to obtain additional event information, but the information was not provided. The root cause of the pump stop was determined to be user error in exchanging the controller in response to the backup battery fault alarm. The root cause of the backup battery fault alarm could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The inspection testing data was reviewed for the event 11v battery (B)(6) and it was found that the battery passed. Heartmate 3 instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. G) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The heartmate 3 patient handbook (rev g - section 2 ¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient noticed the wrench light on the system controller and accidentally disconnected the driveline from the system controller. The family then connected the backup system controller and driveline, but the patient lost consciousness and was taken to the hospital. When the hospital staff checked the history on the system monitor, a backup battery (ebb) fault was recorded. Log files for the former primary system controller confirmed the reported backup battery faults on (B)(6)2024 between 8:59am-9:02am. The system controller periodically performed internal load test on the ebb, and it appears the ebb was not passing this test. The pump itself appears to have been operating within normal parameters. The former primary system controller event log also confirmed multiple alarms associated with the driveline disconnect/system controller exchange on (B)(6)2024 at ~9:02am. The current primary system controller appeared to show the pump was connected on (B)(6)2024 at ~9:07am. The pump resumed the programmed set speed and appeared to be operating as intended.